Event description:
Had laser surgery for cataracts (B)(6) 2015. Had intraocular lens implanted. The outcome is very poor. I now have halos, glare, chronic eye dryness, increased large floaters, cobwebs with strange facial sensations, blurred vision and impaired night vision (lack of depth perception). Need reading and computer glasses. Had the required follow up visits plus many more. Eye plugs were inserted into tear ducts three times. Extensive eye tests done at doctor's office to determine what problems are still present.